Event description:
Customer reported a channel 12 a/d error code. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator driver pcb. System operates as intended.